Manufacturer narrative:
Update to h10: a technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported daughter received a false negative result on 25-nov-2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 30290c, reader sn (B)(6)). Individual tested positive on with a flowflex rapid antigen test on (B)(6) 2023 and (B)(6) 2023. Customer states a third rapid antigen test was performed, but did not specify on what date. Customer reports daughter was experiencing symptoms the previous week, but did not specify what type of symptoms. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.